Event description:
A report was received that at programming, the patient experienced burning at the pocket site. When the stimulation was on, blisters and welts formed around the lining of the battery, outside the pocket of her skin. Then, the welts turned into scabs. The patient will undergo an explant procedure.

Event description:
A report was received that at programming, the patient experienced burning at the pocket site. When the stimulation was on, blisters and welts formed around the lining of the batttery, outside the pocket of her skin. Then, the welts turned into scabs. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action.